Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 15-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine follow-up, the healthcare provider noticed the patient¿s right scalp incision at the burr hole location was open, with the lead exposed. The patient stated they were unaware of the exact date of occurrence but believed it might have happened approximately two months ago, as their hairdresser had noticed the incision was open. The patient denied any falls. The dbs system was operational and delivering therapy, with impedance checks showing values within normal limits. The provider planned to refer the patient to a surgeon for further evaluation. The issue remains unresolved, and the healthcare professional has no further information at this time. Additional information was received by the manufacturer representative on june 25th indicating that the cause of the erosion has not been determined by the healthcare provider. The patient has been referred to neurosurgery for further evaluation, but surgery has not been scheduled at this time. The lead erosion has not resolved, and the provider is unsure if the lead is currently exposed. The information has been confirmed by the physician.